Event description:
The customer returned the scd pump back to a covidien service center for restocking. There was no issue reported by the customer. Upon eval of the unit, the service tech found that the power cord is missing the ground prong.

Manufacturer narrative:
Submit date: (B)(4) 2012, an investigation is currently underway. Upon completion, the results will be forwarded.